Event description:
I was born with hip dysplasia in (B)(6) and had construction of total right hip in 1985 using all plastic parts. In (B)(6) after the birth of my first child I had to have the hip replaced again due to deterioration from arthritis and a titanium hip was put in this time. In 2009 I started having problems with dislocation and grinding of the hip. I found a great doctor and was advised that the screws I had were stripped and I needed another total replacement done. The doctor advised that they had a great new product that was a metal on metal hip and if I had this done I would never have to have it replaced again. And to someone like me this was a miracle that I would not have to have the estimated 4-5 more surgeries prior to becoming elderly. So I had the replacement done on (B)(6) 2010 and a depuy pinnacle metal on metal hip was put in. Right off the bat something seemed wrong as my leg swelled to twice the normal size after surgery and the bruising was black which is something that had never happened before. At that point I was concerned but I figured that since it was a different product than before it may have a different healing process than the previous surgeries I had before. In (B)(6) 2011 six months after the new hip was put in I was on a camping trip with my family and we were hiking as I was taking a step my leg just buckled up and I fell very hard. After going to the hospital because I was still in awful pain when we returned from the trip I found out that my hip had been fractured for several months because it was already in the healing process. So I went to my orthopedic doctor and he did testing for chromium and cobalt levels and I did not understand why he was doing that but had the test done anyways and both of the tests came back with extremely high levels of both products. And the doctor was quick to advise that he could put a plastic or titanium one back in. At the time there was no way I could take another month or two off work to have it done again because I was the primary income of my household so I advised I would wait until I couldn't stand it anymore and have it replaced. And now no doctor will touch it stating if I have the surgery done again I could be paralyzed because the part is fusing into my pelvic area. I am now on ssi at the age of (B)(6) this has ruined my career as a collections specialist and musician. This product ruins lives and needs to be taken off the market before destroying anymore lives.